Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the patient¿s lead electrodes were observed to be not in contact with the patient¿s vagus nerve. As result, diagnostic results showed high impedance. It was noted that the patient¿s vagus nerve was very thin. No known surgical interventions for the reported high impedance and electrode placement have occurred to date.